Event description:
It was reported that an underinfusion (slow flow) was experienced in a infusor. A patient was involved, but there is no report of patient injury or medical intervention required in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used unit was received for evaluation. The unit's flow restrictor and a large portion of the tubing were not returned, therefore, a functional flow rate test could not be performed to determine the accuracy of the device. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.